Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found no issues with the function or operation, and confirmed all door obstruction safety bars were operating to specifications. The unit was tested, confirmed to be operating according to specification, and returned to service. The amsco 5052 washer/disinfector operator manual states, "personal injury and/or equipment damage hazard: "if an obstruction is present in the wash chamber door, door safety bar will detect obstruction and door will automatically stop from closing. Wait until door is fully open before removing obstruction" and "if an obstruction occurs and that the chamber door is not fully open, press emergency stop pushbutton prior to removing obstruction." A steris account manager provided in-service training on the proper use and operation of the amsco 5052 washer/disinfector, specifically on the proper loading of the unit and operation of the door. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that an employee was attempting to move an obstructed rack from inside the chamber of their amsco 5052 washer/disinfector when the door lowered and contacted the employee's hand. The employee went to the emergency room; however, it is unknown if any medical treatment was administered.